Event description:
It was reported on a social media website that the patient had been implanted with rhbmp-2/acs during a spinal fusion surgery in 2007. It was reported that the patient has been experiencing chronic pain ever since her spinal fusion surgery.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.